Manufacturer narrative:
The sample was collected in a becton dickinson (bd) green top pst gel separator lithium heparin tube and centrifuged for 10 minutes at 3800 rpm. The customer did not report any sample pre-analytical issues or system, qc (quality control) or calibration issues. A field service engineer (fse) was dispatched on-site to evaluate instrument performance. No hardware issues were found by the fse. A definitive root cause for this event could not be determined.

Event description:
A customer contacted beckman coulter (bec) to report a non reproducible bhcg (beta human chorionic gonadotrophin) result generated by an access 2 immunoassay system. The initial result of 4.39 miu/ml was reported outside the laboratory and was questioned by the clinician. The laboratory repeated the sample approximately 2 hours after the first result which then gave results of 0.56 and 0.57 miu/ml. An amended report was issued. There was no injury or affect to patient treatment with regard to this event.